Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). An analysis was performed to investigate the fracture of the returned device. Optical images of fracture exhibit two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. This implies that the fractures first propagated and then full failure/took place presumably when the strength of the remaining regions did not have the strength to bear the loads. Fracture surfaces reveal fatigue striations/progression lines that extend across the surfaces toward the potential crack termination sites. All fracture surfaces also exhibit minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. The exact part and lot number combination are unknown; therefore, the manufacturing or receiving inspection records could not be reviewed. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the fracture of the contour rod cannot be determined with the provided information. However, the fracture analysis suggests that the fracture surfaces of the rod reveal fatigue striations, indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported problem with depuy synthes hardware and dr. (B)(6) scheduled revision surgery for (B)(6) 2018. Ds rods were broken above the l1 pedicle screws. Surgeon removed broken rods and 3 of the 4 ds connectors. Additional rods and connectors were used to replaced the broken hardware. Revision went as planned. Patient consequence?: yes. Patient consequence description: painful hardware. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes.